Manufacturer narrative:
The event occurred at the (B)(6). This medwatch report represents the reported pump pocket infection. The driveline infection and death events are reported under medwatch MFR report numbers 2916596-2017-01141 and 2916596-2017-01140, respectively. The patient gender and weight were not provided. Device unique identifier (UDI) # (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient developed in infection at the pump pocket site and the metasternal site. The patient was treated with unspecified surgical and drug therapy. P. Aeruginosa and corynebacterium were found. It was also noted that the patient had a driveline infection and subsequently expired. No further information was provided.

Manufacturer narrative:
Correction. The event occurred at the (B)(4) metropolitan geriatric hospital and institute of gerontology in (B)(4). Device evaluation the explanted pump was returned and evaluated under medwatch MFR. Report # 2916596-2017-01140. The evaluation did not reveal a device related issue. The device was functionally tested and operated as intended. A correlation between the device and the reported infection could not conclusively be determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.